Event description:
It was reported that while running patient samples on a bd facscalibur¿ flow cytometer erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from germany to english: in the case of low + high controls, the beads are shifted to the left. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no¿.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding erroneous results. ¿ manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 08nov2020 to date 08nov2021. ¿ complaint trend: there are (B)(4) complaints related to the issue of erroneous results. Date range from 08nov2020 to date 08nov2021. ¿ manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to a non-calibrated fl1 log amp. Incorrectly calibrated log amps can adversely affect instrument performance and lead to facscomp failures. The customer had initially reported that in the case of high or low controls, the beads would be shifted to the left. The fse (field service engineer) that came onsite to observe the issue checked the system and found that the logamp fl1 was low. This was increasing the contact resistance. After turning the logamp down the instrument was tested and confirmed to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples who may be affected by an incorrect analysis of their samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnostic decision and these results were easily identified as erroneous. The safety risk is moderate, s3, and there was no impact to patient health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2014. Defective part number: n/a. Work order notes: o subject / reported: control beads moved to the left. O problem description: in the case of low + high controls, the beads are shifted to the left. O work performed: november 8th, 2021: system checked, logamp fl1 has increased contact resistance; logamp turned up and down, o.k; facscomp lw + lnw passed; controls passed; o cause: logamp fl1 fail. O solution: logamp fl1. ¿ returned sample evaluation: a return sample was not requested because there was no replaced parts. ¿ risk analysis: risk management file part # 342973ra, rev. 04/vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. O ID: 3.1.5 operational hazard ¿ fl3 separation qc failure. O hazard: instrument parameters not optimized. O cause: cannot proceed with clinical results after qc failure. O harmful effects: poor separation and gates do not work as desired leading to wrong result. O risk control: optimize instrument. O implementation verification: service bulletin: fcb-19-11 (fl3 sensitivity separation failure). O effectiveness verification: 1. Implementation of service bulletin via servicemax.. 2. Product tech support engineer performed effectively check via servicemax qo audit. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause was due to a non-calibrated fl1 log amp. ¿ conclusion: based on the investigation results the root cause was due to a non-calibrated fl1 log amp. The fse observed the system and found that the logamp fl1 had been increased and was increasing contact resistance. The logamp was turned down, the instrument was tested, and it was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while running patient samples on a bd facscalibur¿ flow cytometer erroneous results were obtained. There was no report of patient impact. The following information was provided by the initial reporter, translated from germany to english: in the case of low + high controls, the beads are shifted to the left. Are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? Was there any physical harm/injury to the patient due to the issue? No¿.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.